Manufacturer narrative:
E1 - facility name: (B)(6) hospital. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the water pipe route disinfection for the subject device had not been carried out. The issue was discovered during maintenance. There was no patient involvement.

Event description:
No new information received from the customer.

Manufacturer narrative:
Updated fields: d4 (primary UDI#), h6, h11. Based on the investigation, definitive root cause of the issue could not be determined, as the device was not returned to olympus for evaluation, however, it is likely that the user understanding may have differed from olympus recommendation for device handling and/or reprocessing steps. The event can be prevented by following the instructions for use which state: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.